Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient was admitted to the hospital after developing an infection at the ipg site. The symptoms included redness, warmth, and inflammation. The physician aspirated the wound. The cause of the infection is unknown. The patient was given antibiotics and was reportedly doing well.